Manufacturer narrative:
The following night the patient experienced dizziness. The patient was checked the following morning and there were no stored episodes in the device. The physician programmed the rv sensitivity to 6 millivolts (mv) and turned the automatic thresholds tests back on in the ra and rv. Patient triggered electrogram (egm) storage was also turned on and the patient was sent home with a magnet to store an egm if she experienced anymore episodes. Further review of the remote monitoring data available indicated that the device performed more rv automatic threshold tests than expected. The reason for the additional tests was not known, but loss of capture (loc) was a potential reason. Additional information received from the local field representative indicated that the configuration was programmed to unipolar pacing and bipolar sensing. The patient planned to be monitored. There were no additional plans to surgically intervene at this time.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room due to experiencing multiple syncopal episodes. A review of the stored episodes indicated noise and oversensing on the right ventricular (rv) and right atrial (ra) channels resulting in pacing inhibition. Both the rv and ra leads were not manufactured by boston scientific. It was reported that the patient was pacemaker dependent and had an underlying rhythm in the twenties to thirties. There was an increase in the rv pacing impedance measurement approximately two months ago. There was also an increase in the ra pacing impedance one month ago. The automatic threshold tests for both the ra and rv lead were programmed off. The outputs of the device were programmed to a fixed 2.8 volts. The device feature related to minute ventilation was also programmed off. The patient was sent home following the device programming changes.